Event description:
The customer reported via phone call that his blood glucose level was 50 mg/dl. He pushed a wheelbarrow about 20 times. The insulin pump alarmed button error and he was unable to clear it. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no escape and act button response due to corroded keypad traces. No button error alarm noted during our testing. Unable to perform functional testing due to no escape and act button response. The insulin pump has minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.